Event description:
It was reported that the shock impedance was too high due to possible dislodgement. The lead was changed. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 26, 2023 and september 22, 2023 recorded the initial shock impedance around 50 ohms until mid of february, a subsequent varying impedance between 50 ohms and 150 ohms and an increase to >150 ohms since june 2023. The analysis of the provided iegm episodes revealed artifacts on the ff channel and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.